Manufacturer narrative:
A ge service representative evaluated the system and replaced the hand and foot switches. The system operates as intended.

Event description:
It was reported that the system would not produce x-rays. No patient injury was reported.